Manufacturer narrative:
To this date the lead remains implanted and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine office check, this right atrial (ra) lead exhibited an out of range pacing impedance measurement of greater than 2500 ohms. The lead safety switch (lss) was observed to have been activated. The local field representative reset the switch and tested system in bipolar. First test noted loss of capture with impedances greater than 2500 ohms, however, other retests came back with great thresholds at .7 millivolts (mv) and impedances measuring 500-600 ohms. Additionally, it was noted that a year ago this same safety switch was activated with some noise on the atrial channel present at the time. There was no record of the previous information regarding the safety switch being activated reported. Boston scientific technical services (ts) and the field representative discussed the physician's decision of increased monitoring. There has been no patient symptoms or adverse patient effects. The field representative discussed the subsection of a possible lead fracture, but was unable to recreate any noise when isometrics when performed. Boston scientific technical services (ts) discussed monitoring the lead closely and that follow up sooner than one year would be a good idea.